Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported sealing issue and found the instrument to have failed the electrical continuity test on one grip. The instrument moved intuitively and delivered energy without issues during testing. The instrument was scanned via x-ray, which revealed that the conductor wire was broken at the weld. Based on the information provided at this time, this complaint is being reported because the vessel sealer extend instrument was unable to seal and the following occurred: the system did not generate any error code(s) prior to/during the attempt to seal and the vessel sealer extend instrument was found to have a broken conductor wire at the weld with no evidence or claim of user mishandling or misuse. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument sealed as expected for approximately 10 minutes, but suddenly could not seal. The procedure was completed with a backup vessel sealer extend instrument and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the no energy was transmitted on this vessel sealer extend instrument¿s third use during the procedure. No thermal effect was observed when the reported issue occurred. The ¿seal complete¿ tone functioned as expected and successfully detected full/complete seals. The customer did not recall the presence of any error message(s). The customer indicated that the target tissue (stomach tissue) was not thick, but was uncertain of its exact size. The instrument did not encounter staples, clips, or other interferences during use.